Event description:
The rptr stated when the package was opened, it was found that the tubing had separated from the female hub. There was no pt involvement.

Manufacturer narrative:
The prod has been rec'd from the customer; however, smiths has not yet completed its investigation into the issue. A f/u report will be submitted as soon as the investigation has been completed.